Event description:
A report was received that the pt will undergo an ipg revision procedure. The pt's ipg has flipped and was confirmed by an x-ray. The physician will reposition the ipg so that it lays flat.